Manufacturer narrative:
The device is available for evaluation but has not yet been received at the manufacturer. A follow-up report will be filed after the device has been received and a quality investigation has been completed.

Event description:
It was reported that the head of the micro sagittal saw heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no pt involvement, and no user injuries or adverse consequences.